Manufacturer narrative:
H3: analysis of product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2023 found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260. Lot#: serial#: (B)(6). Implanted: (B)(6) 2020. Explanted: (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient's implantable neurostimulator (ins). It was reported that the patient has an ongoing issues with recharging and it won¿t charge above 60% after MRI. She reports manufacturer has sent multiple replacement pieces. Difficult or intermittent communication. The cause was unknown. Both leads were left for previous pain pattern at the time of implant. Hcp planned to replace leads for bilateral coverage. During the preparation for this, the patient had a MRI done. She put her device in MRI mode but felt a shock and the MRI was not done at that time. She went to another facility for MRI and it was completed without issues. The patient tried to find out what type of machine but was not provided the information. That was 2 months ago. Since then she reports difficulty with the device fully charging and communicating. Because of her complaints hcp planned to do a full system replacement. The entire system was removed, however, the hcp was not a ble to get epidural access again so the patient will be referred to a neurosurgeon for paddle. The devices were explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient's legal representative. It was reported that around the date on (B)(6) 2023, an MRI of the patient was ordered to be performed on (B)(6) 2023, after the hospital was informed of the patient's implanted system. During the MRI, the patient suffered "severe, grievous and permanent injury" as a result of the interaction of the ins and the MRI machine, due to the negligence of the hospital and/or manufacturer and/or healthcare provider. The attorney alleged that the ins was "at its manufacture defective and unreasonably dangerous, causing said injuries." As a result, the patient had endured and were to endure great pain and suffering, and the patient had incurred and were to incur expenses for medical care.